Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular lead exhibited high defibrillating impedance. No intervention was performed. Patient condition was stable and the patient would continue to be monitored.

Event description:
New information received notes that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the left ventricular lead exhibited re-occurrence of high defibrillating impedance. Programming changes were recommended but not made. No other intervention was performed. Patient condition was unknown.

Event description:
New information received notes that the right ventricular lead continued to exhibit high out-of-range defibrillation impedance. No intervention was performed. Patient condition was stable.